Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion test, prime tests and excessive no delivery test. No unexpected battery out limit alarms were noted. The insulin pump received with intermittent buttons due to corrode keypad traces. No display ramping on its own anomaly noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 22 mg/dl when paramedics arrived. Customer stated that she did not wake up and was having seizures due to low blood glucose. Nothing further was reported.

Manufacturer narrative:
Additional information has need received which was not included with the initial report. The information has been included with this report. The insulin pump passed the volume accuracy test.